Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. The recurrent mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip detaching from the posterior leaflet requiring intervention. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. One xtw mitraclip was implanted successfully, reducing mr to grade 1-2. On (B)(6) 2023, during a follow-up echocardiogram, the clip was observed to be detached from the posterior leaflet (single leaflet device attachment (slda)). Mr was recurrent at grade 2-3. No tissue or chordal damage was observed. It was thought the slda was due to poor tissue quality. The next day, on (B)(6) 2023, a second mitraclip procedure was performed to stabilize the slda and recurrent mr which was now grade 4. One clip was implanted which successfully stabilized the slda and reduced mr to grade 1-2. No additional information was provided.